Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The most probable causes of the reported event were low control material due to substrate degradation and api sample degradation.

Event description:
On (B)(6) 2017, a customer reported that they failed the american proficiency institute (api) survey second event for ft4. There was no patient involvement. It was noted that the api sample had been stored unfrozen for two weeks and the control material was low. Technical support advised the customer how to use, monitor, date, and troubleshoot control material. The customer was also advised that the api sample may have degraded due to improper storage for a two week period. No further action was required.